Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  High priority alarm tf 5514(loud speaker defective). High priority alarm. A buzzer malfunction was detected. A technical alarm cannot typically be corrected by the operator. No patient involved. No harm to patient or user. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur.

Event description:
Tf 5514.

Event description:
A customer had a problem with this unit: the unit alerted on tf5514. He did all the tests and all the tests passed. Please advise if he has to replace the speaker.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause was determined to be most likely aging of the device. In consequence the device was tested and returned to work. No specific correction is mentioned. There was no reported patient or user harm.